Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a trifuse 3 maxzero extension set was noted to be leaking below the filter. There was no patient harm reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.